Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2009. The following month, the patient experienced a one centimeter mesh exposure at the vaginal incision line under the mid-urethra. The patient could feel the mesh. On the same day, the vaginal mucosa was sutured in the office under local anesthesia. The patient was given keflex 250 mg, twice a day. Ten tablets were prescribed. Three days later, one centimeter of mesh was exposed. The vaginal mucosal edges were infiltrated with 0.5% xylocain and brought together with suture in the office. Bacitracin ointment was applied.

Manufacturer narrative:
Date sent to the FDA: 06/11/009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.